Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial flutter (af) ablation procedure. Once the farawave catheter was inserted into the sheath, air bubble was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were observed during the preparation process. The faradrive dilator and the intellamap orion catheter were positioned inside the sheath. Once the farawave catheter reached the clear proximal shaft and aspiration was performed, the presence of air was noted. A pressure bag irrigation method was utilized, delivering a flow rate of 180 milliliters per hour for the catheter. The faradrive system was flushed at approximately 30 milliliters per hour during rapid flushing and otherwise maintained at a keep vein open (kvo) drip rate. A slow-drip blood leak was observed when the intellamap orion catheter was inside the sheath. Additionally, during aspiration, air was noted to be drawn in through the hemostatic valve. Importantly, no air was detected within the patient.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial flutter (af) ablation procedure. Once the farawave catheter was inserted into the sheath, air bubble was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device was received for analysis. It was further reported that no abnormalities were observed during the preparation process. The faradrive dilator and the intellamap orion catheter were positioned inside the sheath. Once the farawave catheter reached the clear proximal shaft and aspiration was performed, the presence of air was noted. A pressure bag irrigation method was utilized, delivering a flow rate of 180 milliliters per hour for the catheter. The faradrive system was flushed at approximately 30 milliliters per hour during rapid flushing and otherwise maintained at a keep vein open (kvo) drip rate. A slow-drip blood leak was observed when the intellamap orion catheter was inside the sheath. Additionally, during aspiration, air was noted to be drawn in through the hemostatic valve. Importantly, no air was detected within the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.